Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device turned off in the middle of the night. Customer's blood glucose was 150 mg/dl. Customer reported the replacement battery cap did not resolve the issue. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact and with corroded battery tube however; the insulin pump was tested with a good battery cap and no blank display during our testing. The insulin pump had normal operating currents. No damage was found on the lcd isolation tape. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, cracked case, cracked belt clip slot and missing end cap sticker.